Event description:
During a lobectomy procedure, after replacing the cartridge, firing lever could not be moved. The doctor fired forcibly, but it did not staple the tissue. Another like device was used to complete the case. There was no adverse consequence to the pt.